Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was on antibiotics. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event involving a lack of hand washing prior to initiation and termination of treatment. The patient continues to undergo ccpd without any reported issue and has recovered from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was on antibiotics. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event involving a lack of hand washing prior to initiation and termination of treatment. The patient continues to undergo ccpd without any reported issue and has recovered from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: h6 clinical code the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was on antibiotics. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the outpatient dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event involving a lack of hand washing prior to initiation and termination of treatment. The patient continues to undergo ccpd without any reported issue and has recovered from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient was not disinfecting his hands prior to initiation or termination of treatment. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.